Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The customer was instructed to leave the pump plugged in to charge for at least 30 minutes to resolve the issue.